Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The acetabular reamers appeared to have some rust/discoloration on them as stated in the complaint. According to the complaint the reamers were not used in the procedure and the rust/discoloration was noticed after the hospital autoclaved them prior to surgery. It is likely that the hospital is not following the correct sterilization process (comprehensive guide to steam sterilization and sterility assurance in health care guidelines) causing the rust/discolorations. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends this report is being submitted late as it has been identified in remediation.

Event description:
It was reported that on several instruments were returned from the sterilization center, with rust on the surface. The instruments were not used and will need to be replaced. No additional information provided.